Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 51125 was returned and analyzed. Visual inspection of the sheath indicated the shaft was kinked in the middle. In conclusion, the sheath failed the return product inspection due to the kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of spec per the manufacturer¿s investigation.